Event description:
It was reported that the patient's pump ran dry two times as he was never told when to get it refilled. The patient was in pain and sore with headaches all the time. The patient stated that his head was going to "explode". The drug in the pump was dilaudid. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).